Manufacturer narrative:
The suspect device has not been returned. A device eval is not available. The relationship between the suspect device, and the reported event is undetermined.

Event description:
Note: this MFR report pertains to one of five devices used during the same procedure. MFR reports 3005099803-2008-03611, 3005099803-2008-03609, 3005099803-2008-03607 and 3005099803-2008-03608 describe the other devices. It was reported to boston scientific corp in 2008 that a pt return grounding pad was used during a radio frequency ablation procedure on the day before. According to the complainant, the pt received a pad burn during the procedure. The burn was approximately three inches (diameter), however, the degree of the burn is unk. Multiple attempts have been made to ascertain add'l info have been unsuccessful.